Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received. Additional info has been requested.

Event description:
Pt status post CABG procedure on (B)(6) 2011 returned to surgeon approx. Six weeks post op for office visit. At that time pt was healing as expected with no appartent problems. Pt presented to surgeon complaining that he felt ¿something felt loose¿ at the surgery site on an unk date. X-ray showed one of the screws backed out and fusion was reportedly achieved on sternum. Pt returned to operating room on (B)(6) 2012 to remove the screw. Add¿l info has been requested.